Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump using provided instructions. The customer successfully reset the pump, and the malfunction code did not recur. It was advised that the customer continue using the pump and contact support if there are future issues.